Event description:
Reports of two (2) cases of contact dermatitis reported in areas of healthy skin around the wound having been in contact with the adhesive border of aquacel foam. Both occurred in the same clinic under the same doctor where there have been in total 10 trials using this dressing. Additional information received states the issue was treated with local therapy with cortisone cream for a short period of time (almost 2 weeks); after issue reported. No severe injuries reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on the evidence of tissue damage in the shape of the dressing after its removal. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.